Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned provisional exhibits signs of repeated use and the post feature has fractured off, all pieces returned. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device fractured. No patient consequences were reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.